Event description:
It was reported that the pump declared a cartridge change error. The customer's blood glucose level displayed "high" however, the specific value was not known. Customer delivered correction dose through pump and no third-party intervention was required. Technical support provided goodwill shipment of replacement cartridges; no additional information was received regarding further outcome of the event.

Manufacturer narrative:
Remove code e2403, f25. Add code e1205, f11. B1 to product problem and adverse event. B2 to other serious.